Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarms noted during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was asleep and woke up with the alarm. Customer's blood glucose was 176 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.